Event description:
It was reported that the system displayed several days of atrial lead alerts. A boston scientific technical services consultant found pacing impedance spikes and an out of range measurement on the atrial channel. Additionally, there were many inappropriately stored atrial tachycardia response (atr) events due to oversensing of the minute ventilation signal. The consultant informed the caller that the episodes would be prevented by turning off respiratory rate trend (rrt). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).